Event description:
When the treatment was over, the patient went to the hospital to remove out the catheter. The catheter was broken during removal. The catheter broken in the patient body was grabbed and taken out by grabber the next day. The length of the catheter fallen off was 26cm.

Manufacturer narrative:
The complaint of a break in the catheter is confirmed. Gross and microscopic examinations of the complaint sample revealed a partial tear and a complete break in the catheter tubing. The location of the partial break is located between the 26 and 27cm depth markers. The complete break in the catheter is located just distal to the 27cm depth marker. The distal section that contains the valve and manufactured tungsten plug was not returned for evaluation. Both break sites are nearly perpendicular to the axis of the tubing. Both sites exhibit rounded glossy edges with compressed tubing. The catheter may have been placed in an area where torqueing and kinking is susceptible. The tubing surrounding both break sites is slightly compressed. It appears the catheter was subject to fatigue failure, which is the gradual fracture of a component that is under cyclic loads. When a catheter is kinked or bent, the tubing on the inside of a kink would be under compressive loads causing friction and material wear. Flexural fatigue appears to have attributed to the two break sites that is located on the catheter tubing. Gross visual, microscopic and functional testing shows no evidence of a defect or deformity related to the manufacturing process. A lot history review (lhr) of rexe0110 showed no other similar product complaint(s) from this lot number.